Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rechargeable battery is missing, and the cassette lock gives alarm when the cassette was partially unlatched and even when the cassette is locked. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-14543. Please reference file mrn 3012307300-2025-01267 for all details pertinent to this event.